Event description:
It was reported that a patient's implantable cardiac monitor was failing to sense. The device was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of loss of sensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
New information noted that the malfunction was originally seen when patient presented via remote transmission. Device reprogramming was unsuccessful and an explant was necessary.